Manufacturer narrative:
No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. The root cause cannot be determined. Citation: c mariotti, e dahan, m nicolai, l levitz and s bouee. Long-term outcomes and risk factors for failure with the ex-press glaucoma drainage device. Eye (2014) 28, 1-8. (B)(4).

Event description:
In a literature the investigators reported that two patients (0.8%) developed a bleb leak after a glaucoma filtration shunt implant surgery that required a bleb revision. This is the third of three reports being filed for this literature report.